Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the system caused unacceptable complications and the patient chose to have it removed without replacement. The event outcome was unknown. No further patient complications were reported as a result of this event.